Event description:
The home patient's mother reports one cassette in which a hole was detected in the patient line during use. Patient complains of abdominal and shoulder pain. There were no alarms occurring. She did not connect the patient until the homechoice display stated connect the patient. The abdominal pain started in dwell. There has been no recent change to programming. Her daughter (the home patient) has no other illness and therefore doesn't have other medications. From further discussion with the home patient's mother, the nurse prescribed an antibiotic for three days as a preventative measure. No effluent sample was taken. The nurse instructed that if at the end of the three days the drainage was clear she was ok. Confirmed the drainage was clear after three days.